Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly; the internal echo cardio gram was immeasurable. The body surface echo cardio gram was measured. An x-ray revealed no abnormalities. No medical intervention was performed. There were no adverse consequences to the patient.